Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed episodes of nonsustained rv oversensing due to post-paced t-wave oversensing. The patient is non-dependent. The device was reprogrammed. The patient condition is stable. The patient continue to be monitored.